Event description:
The customer contact reported a pinhole; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified volume of total parenteral nutrition (tpn), at an unspecified rate. After an unspecified length of time, it was reported that the clinician noted solution traveling down the tubing set to the cassette of the tubing set. At this time, the customer contact reported that the clinician noted a pinhole leak of solution on the 0.2micron filter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.